Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The second test was performed with lot m187593. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on an unknown sample using two lots on the same day. The first test using the ID now covid-19 assay performed on (B)(6) 2022 generated a positive result. The second test performed on (B)(6) 2022 generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional information: lot m187593: d4 expiration date 18nov2022, d4 UDI (B)(4), h4 manufacture date 20feb2022. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lots m187643 and m187593 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lots: m187643 and m187593, test base part number 190-430 / lots: m187643 and m187593. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187643 and m187593 showed that the complaint rate is (B)(4)% and (B)(4)%, respectively. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187643 and m187593 showed that the complaint rate is (B)(4)% and (B)(4)%, respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.